Manufacturer narrative:
The complaint is confirmed for metal shavings. A damaged area was observed near the proximal end of the burr tip. The evaluation revealed metal scuffing on the ID of the outer tube and on the collar of the inner tube of the device, typically caused by excessive bending forces applied to the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair case, there was metal shavings during use of the shaver.the shavings were not removed from the patient.